Event description:
It was reported to nova biomedical that a consumer perceived a result of 'hi' (greater than 600 mg/dl) on their blood glucose meter. The consumer administered an unk amount of insulin based on that reading. She subsequently experienced a hypoglycemic event which did not require medical intervention. The consumer ate protein bars and drank orange juice to raise his blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. It was also revealed that the consumer improperly stores the test strips, which may contribute to a loss of integrity of the test strips. It was determined that the consumer was testing with expired strips, the consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.